Event description:
A customer contacted baxter to report that the patient line cap had come off. There was no patient injury or medical intervention. The sample is available.

Manufacturer narrative:
(B)(4). The sample has been received and is awaiting evaluation. If additional information becomes available, a follow up MDR will be submitted